Event description:
Customer reports two false negative hcg results on pt samples. An ultrasound on one pt sample confirmed a pregnancy. A serum hcg on another sample tested positive. Customer could not identify the lot of hcg cartridges involved in the incident as they discarded the packaging. No pt intervention occurred as a result of these events. Customer reported subsequent error messages on the instrument.

Manufacturer narrative:
The reporting facility stated that they did not run controls with pt samples. The instrument operator manual and the cartridge insert recommend positive and negative quality control specimens be used with each new reagent box opened. Customer was advised to always run controls with pt samples. Customer was sent a replacement instrument and requested to send the instrument in question back for eval due to discrepant results and subsequent error messages.